Event description:
It was reported that the device would not power up all the way and it would stay in the self test mode. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The user interface to stack flex assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that the glue on the plug connector, designator p21, was broken loose and the lines were broken.